Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that when the therapy was turned on it would ¿cut off'¿ on its own. It was noted that this had been happening for the past month. It was noted that there had been no events, traumas or falls around that time. It was noted that the patient could be doing a variety of activities or positions when the therapy would cut off. It was noted that when the patient began to walk the therapy would just shut off. It was noted that when the patient felt the therapy stop or turn off the patient would feel a ¿jolt.¿ it was noted that the patient stated that they could resume walking for some time after that and then when therapy turns back on by itself the therapy would be very strong and intense like it was making up for being off. It was noted that it would also happen when the patient was sitting but the impact was not as great. It was noted that the most recent episode was 2013-09-22 when the patient was at church and had been standing for a little while. It was noted that when the stimulation came back on the intensity was so strong on the bottom of the patient¿s feet they had to sit down. Additional information received reported that when the patient was mobile they felt that stimulation was turning off but the patient confirmed that the implantable neurostimulator was not actually turning off, they just did not feel stimulation. It was noted that the mobile voltage setting was 2.95 volts and the upright voltage setting was 3.85. It was noted that the patient reported a surging sensation. It was noted that the patient was usually in the car when this occurred. It was noted that it also happened when standing in church and can occur from 30 seconds to 4 minutes after a position change. It was noted that this had been occurring since july. It was noted that the patient was programmed to adaptive stimulation in may. It was noted that impedances were normal.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).